Event description:
Caller reported a malfunction on the pump after passing through a full body scanner at an airport. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump, assisted the caller with the process, and confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and to call back if the issue reoccurs.